Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra2 meter was reading inaccurately compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unwilling/unable to answer many of the questions related to the reported incident. The patient was unable/unwilling to answer when the alleged issue began. The patient reported that their onetouch ultra2 meter read inaccurately compared to a onetouch ultraeasy meter; however the patient was unable/unwilling to provide the exact meter readings obtained. The patient manages their diabetes with pills, diet and exercise. The patient reported taking one tablet of "romane de 4" instead of their usual half tablet of metformin. The patient reported that they later became hypoglycemic and "fell to the floor". It is unknown if the patient lost consciousness. The patient was unable/unwilling to provide details of any further treatment received for these symptoms. The cca was unable to fully troubleshoot the issue as the patient was unable/unwilling to answer any further questions. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury associated with hypoglycemia while using the subject meter.